Event description:
It was reported that during an unspecified procedure, a stent dislodgement occurred. The 2.25x16mm promus element stent delivery system was introduced into the patient. While inside the patient, the stent dislodged from the balloon with no inflation of the balloon. There were no reported patient complications and the patient status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).